Manufacturer narrative:
(B)(4). This is a report of use error, where the customer improperly set-up with manual supplies. ¿use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ reviews and differentiates between supplies for automated peritoneal dialysis therapy and supplies for manual exchanges. It instructs the user to check each solution bag and to ensure that the correct type of solution is being used. The section also explains that manual exchanges are to be done if the cycler is unable to be used. The ¿operating instructions-prepare for therapy¿ section warns the user that using wrong bags can result in contamination of the fluid pathway.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer reported that they were using a manual solution bag on the supply line and the drain line was open. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. The customer planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.